Event description:
It was reported post implantation of the gastric band, two of the locking hooks on the bottom side of the port locking mechanism had come completely out of the fascia. This required another laparoscopic procedure to place the port. The pt is fine.

Manufacturer narrative:
Date sent: 8/25/2008. Info is unavailable; device was not returned for eval.